Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the stylus touch pen and arrow did not align, as a result the bezel overlay assembly was replaced and calibrated to resolve alignment issue. It was also noted that the chart recorder was out of specification, and the analyzer flex cable was out of specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer's touch pen stylus and the arrow on the display screen do not align. Changing out the stylus did not resolve the issue. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.